Manufacturer narrative:
(B)(4). Date sent: 3/26/2026 d4: batch # a98h6n additional information was requested, and the following was obtained: - did the device deliver any staples? =>unk if yes, were the staples formed properly? =>na if yes, was the staple line complete?=>na - did the device cut?=>unk if yes, was the cut line complete? =>na if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?=>na - was there any difficulty opening the device? =>no if yes, how was the device removed from the patient? =>na if yes, did the jaws eventually open?=>na . Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the handle shrouds partially opened and with a gst60d reload loaded on the device. The reload was received partially fired 2/3. The partially fired is consistent with an incomplete or interrupted cycle. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The handle shrouds were removed and were found to be damaged. It is possible that the damage on the handle shrouds was due to improper handling of the device. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due the condition of the device. The damage to the bulkheads contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number a98h6n, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats partial pneumonectomy, the firing trigger was pulled when incorporating the lung parenchyma and trying to fire, but it moved forward a little way; and then stopped and the knife returned. Therefore, the jaws were opened, and a new one was opened so the resection could be done without any problems, and the surgery was completed. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.